Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that due to a recent fall, patient began experiencing pain at the ipg site and the ipg was protruding. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The report of ¿pain at ipg site¿ was not able to be confirmed. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. The report stated that the patient had a fall after which they reported the ¿pain at implant site¿. After revision of ipg and pocket site it was reported that therapy was restored, pain at implant site no longer an issue. Analysis of the returned ipg found no physical anomalies, it communicated with all lab utilities and passed all tests (no anomalous outputs) on the ate (automated test equipment).